Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller was at patient's (pt) programming session but was not in the room with pt during the call--caller was only able to verify the pt's name, managing doctor, and state of residence during the call. The caller states he is trying to program neurosense and has sensing electrodes at the bottom, stimulation 'up top' and note that 'within the box' he should be able to flip settings but is not able to do so. The caller states he wants 2-/0+ but can only do 0-1+. Caller states there is no clear indicator as to why it is not allowing her to do this--notes that when he tries he sees an orange circle with exclamation and orange dotted lines around 0/1/2, 3/4 are grey, sensing electrodes have green circle with white checkmark and green dotted lines.. Caller checked impedances again and went back to the programming and it automatically changed his 2/0 to 1/0. The issue was not resolved through troubleshooting. Agent was not clear on how to resolve the caller's inquiry, the caller is going to program patient with workable programming and will wait for further guidance. Tss left message for caller that they may have been running into the "!" Because they were trying to put a cathode on electrode 2 when you need to have an anode between the sensing and stim electrodes per the system requirements. Rep. Called back and said they were trying to do neurosense and dtm, but could not use electrode 4 and was stuck and pigeonholed. Rep. Requested call back from agent on case. Tss messaged agent. Tss spoke with caller further. The issue they are having is that the electrodes they have been using that are effective for the patient's therapy don't work with neurosense (ns) because of the polarity of the electrodes places a cathode between the stim and sense electrodes. Caller will continue to work with pt to try different quadrants and electrodes configurations that support ns to see how the pt does therapeutically.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating a cathode wasn't between the sensing electrodes.